Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 2000mg/ml at 246.9mg/day via an implantable pump. The indication for use was spinal pain. It was reported that they were moving the pump and catheter from the abdomen to the back the day of the report because the patient thought it was uncomfortable where it was originally implanted. No further patient complications were reported.